Event description:
Report 6 of 15: it was reported while testing with an unspecified bd bactec media bottle, there was biological contamination discovered. The state department identified the contamination as paraburkholderia fungorum. No adverse impact was reported regarding the patient or user. This event was reported by the state health lab and specific locations were not provided.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in cayey, pr has been listed in sections d.3. And g.1. And the cayey, pr FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on 03-oct-2024. Medwatch report # mw5160835. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: catalog unknown; batch no. Unknown. Customer reported a contamination issue. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Bd bactec¿ media are manufactured following good manufacturing practices, which include multiple in-process quality checks and an autoclave moist heat sterilization process previously validated following iso 11134 standard. Additionally, all bd bactec¿ media released for sale must pass quality control testing by procedures conventionally utilized for this type of product, including methodology and control atcc cultures specified in the clsi standard, quality assurance for commercially prepared microbiological culture media. Controls are also used during each performance testing. This product met bd diagnostics - diagnostic systems stringent quality standards at time of batch/lot release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
Report 6 of 15: it was reported while testing with an unspecified bd bactec media bottle, there was biological contamination discovered. The state department identified the contamination as paraburkholderia fungorum. No adverse impact was reported regarding the patient or user. This event was reported by the state health lab and specific locations were not provided.